Manufacturer narrative:
In the case description, the user mentioned that a bolus based on 20g of carbs was delivered that was not programmed by the user. The physical controller was returned for investigation. The lcd of the controller was found to be cracked. It could not be determined when this damage occurred. The damage did not impact lcd readability or touchscreen functionality. Inspection of the android log files confirmed the delivery of two 1.65u boluses on the date of occurrence. Inspection of the logs for the second 1.65u bolus showed that the bolus calculator screen was activated by the user. The user then changed the carb value in the bolus calculator twice to reach a total bolus suggestion of 1.65u. The logs showed that the user set the bolus volume to 0.15u again before changing it back to 1.65u. The log files show that the user set the step to confirm the bolus and confirmed the delivery of 1.65u bolus. Investigation of the controller found no damages or manufacturing deficiencies that would contribute to the reported event. The system was found to function as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded delivery bolus for an unspecified amount of insulin. The patient's blood glucose level (bg) was at 136 mg/dl.